Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ICD triggered multiple pmt (pacemaker mediated tachycardia) episodes that were successfully terminated. The device was reprogrammed which resolved the issue. No patient symptoms were reported.